Event description:
It was reported that the communicator blew up in the socket. A boston scientific technical services (ts) inquired further for specific details on the communicator issue. The issue was not resolved. No adverse patient effects were reported. The communicator remains in service.

Manufacturer narrative:
The device was returned and the evaluation found that there were scratches near the fracture. When observed, it was found the fracture originated from the scratches. Other reportable findings include that there was pad wear. Should additional relevant information become available, a supplemental report will be submitted.